Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of intermittent system lock ups. The fse could not identify a single root cause, but replaced multiple parts. This complaint has been evaluated. The actions taken by the fse to confirm, diagnose and correct the reported issue are appropriate. Based on age of the system (last manufactured in 2006), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used. This complaint does not represent a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The passive backplane was evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system was intermittently freezing/locking up. No patient serious injury or death was reported related to this event.